Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons not responding when first press, buttons stick down when press them. Insulin pump rejects some new batteries, damage to the casing of the insulin pump, such as cracks or hairline fractures, she has the battery cap taped to her. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test and passed displacement test. Device received with all operating currents within specification. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).